Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Device passed the displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. No unexpected rewind anomalies noted. No motor error alarm noted. Motor passed motor test. The asr exemption e2015043 was revoked on (B)(6), 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump received motor error. The customer¿s blood glucose level was unknown. The customer reported that the rewind process was slower, grinding and took longer during rewind. It was reported that they had received motor errors. The insulin pump will not be returned for analysis.